Event description:
Information received by medtronic indicated that the customer reported that pump was delivering micro boluses even the auto mode feature was active, cannot upload pump to carelink and the pump was used within 48 hrs of the reported event. No further details were provided. No harm requiring medical intervention was reported. The customer will discontinue to use the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer complained on (B)(6) 2022 the pump is over delivering and experiencing low bg.unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current unit passed dat test at 0.08730 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump. Unit was successfully downloaded using carelink, however, data does not cover event date. Unable to confirm bolus deliveries due to data not covering event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage to the electronic stack and force sensor . The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. The p-cap/reservoir does lock properly. No over delivery anomalies noted during testing. Unexpected battery power loss is confirmed due to moisture damage to the electronic stack.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current unit passed dat test at 0.08730 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump. Unit was successfully downloaded using carelink, however, data does not cover event date. Unable to confirm bolus deliveries due to data not covering event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage to the electronic stack and force sensor . The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. The p-cap/reservoir does lock properly. No over delivery anomalies noted during testing. Unexpected battery power loss is confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.